Event description:
The threads on peg stripped and would not tighten onto metaglene extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.